Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿ h3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 336 mg/dl. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. The customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Customer was discharged from ER the same day with no permanent damage. A new cartridge was loaded to resolve the issue, and customer continued to use the pump for insulin therapy.